Manufacturer narrative:
H.6. Investigation summary: four (4) samples were received from the customer for investigation. The samples were visually examined and none of the samples had any print rubbed off. The samples were then rubbed for fifteen (15) seconds each by hand while wearing clean powder-free nitrile examination gloves. None of the scale print rubbed off on any of the returned samples. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Improperly cured ink, cosmetic defect in nature and does not affect the effectiveness of the syringe. Every shift tape tests are performed using scotch tape and surgical tape across tip and flange ends to help identify % of ink left on barrel. Ink permanency is also performed at the beginning of the batch using 70% isopropyl or ethyl alcohol placed on cotton ball and ran across barrel 4 times (2 in each direction) using back and forth motion. Also haemosol is placed on cotton ball and ran across ink on barrel 4 times (2 in each direction) using back and forth motion to help identify any removal of ink. Based on the investigation conclusion bd was not able to confirm the condition reported by the customer. H3 other text : see h.10.

Event description:
It has been reported that the syringe catheter tip 2oz has been found experiencing scale marking issues during use. The following has been provided by the initial reporter: it was reported that the scale markings on the syringe are rubbing off. Update: how many times did this occur? 2 boxes. Looks like the entire shipment with this lot number were affected by the bad ink. Details of complaint (reported issue): the measurement ink on the syringe is coming off as they touched it.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe catheter tip 2oz has been found experiencing scale marking issues during use. The following has been provided by the initial reporter: it was reported that the scale markings on the syringe are rubbing off. Update: how many times did this occur? 2 boxes. Looks like the entire shipment with this lot number were affected by the bad ink. Details of complaint (reported issue): the measurement ink on the syringe is coming off as they touched it.